Event description:
It was reported that customer had a high blood glucose and was hospitalized. The customer blood glucose level was 404 mg/dl. The customer was admitted at (B)(6) hospital. The customer was treated with pen. The patient was release on monday at 2 pm. The customer was wearing insulin pump at the time of emergency room visit. The patient was not in an accident. The troubleshooting was performed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider instructions. The customer stated he still doesn't believe the insulin pump is working. The customer was advised the we would sent out tubing clamp but we are currently out of stock and there will be a delay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.